Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/08/2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the power switch overlay to address and correct this reported event.

Event description:
The customer reported a ventilator with an alarm led failure. No patient involvement / harm.